Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to atrial fibrillation (af) with rapid ventricular rate (rvr). Therapy was exhausted. The therapy did not convert the rythm. This device remains in-service. No additional adverse patient effects were reported.